Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The pump powered on with the returned battery cap. The battery cap was able to tighten to the pump. The battery cap measured within the required specifications. The battery compartment was intact and no evidence of contamination was found inside it. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboot, loss of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. The intermittent power complaint was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).